Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in may 2009 and performed to specification up to 5th july 2015. A new pad-pak was installed on the 29th august 2012. Multiple manual power ups, some of ten minutes duration, where observed in the device memory on the 9th july 2015. The device passed an auto self-test on the final history log entry on the 13th july 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The random nature of the events stored in the memory and the 10 minute time outs during the course of the investigation would confirm a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries.